Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated and the intermittent image of the subject device was displayed due to a poor contact or loose electrical connections into the video connector socket of the subject device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the start of the procedure, a scope ID data error e228 and e229 occurred. The user restarted the subject device and wiped the terminals of the video connector socket of the subject device, but the subject device did not work normally. The user replaced the system including the device with another system to complete the procedure. The time of anesthesia for the patient was 20 to 30 minutes longer than planned due to this problem. It was reported that the physician did not think that this event affected on the patient's health. The event date was unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from the olympus local service department, olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to poor contact due to failure of the video connector socket. The exact cause of the video connector socket failure could not be conclusively determined.